Event description:
It was reported that the md placed the "braided intra-aortic balloon (iab) sheath that came in the arrow package" into the pts' right femoral artery. The iab could not be advanced through the super arrow-flex (saf) sheath. As a result, the saf sheath and the iab were removed. A 9 fr sheath was inserted into the pts' right femoral artery. The second insertion was successful and there were no reported pt complications or injuries.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.